Event description:
It was reported that there have was a pace impedance spike reaching up to 1600 ohms, on the right atrial (ra) lead channel. The ra lead is from another manufacturer. Programming considerations were discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.